Event description:
Per oos, this system was removed due to infection and replaced with another biotronik system in the left side. Cylos dr-t, MDR 1028232-2009-00721, selox st 53, MDR 1028232-2009-00722.